Event description:
It was reported to philips that the system was not ready. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not ready. A review of the system logfile confirmed that there was no network connection. Upon functional testing, the fse found that the ts hub was defective. To resolve the reported issue, the customer replaced the ts hub. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.